Event description:
Information was reported by a healthcare professional (hcp) via company representative regarding a patient receiving fentanyl (4500 mcg/ml at 1500 mcg/day), clonidine (1500 mcg/ml at 500 mcg/day), and bupivacaine (27 mg/ml at 8.9 mg/day) from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the patient had an MRI which was discontinued due to warmth over the pump. It was noted that the MRI was not related to the pump or therapy. Additional information was reported by the rep on (B)(6) 2016. The MRI scan performed was a closed bore 1.5t of unknown length and the cause of the heating over the pump was unknown. The troubleshooting performed was that the pump was interrogated and no errors were found. The action/intervention taken was that the second half of the MRI was aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.